Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator was replaced in 2015 because the implantable neurostimulator battery was depleting quickly.